Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient charged her ipg to full and had not used the ipg, however when the ipg was checked the ipg battery was empty. The patient returned home to recharge her battery and the issue persisted. Follow up information identified the patient underwent surgical intervention to remove and replace her ipg which resolved the issue.